Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. This emdr was submitted to represent the bard/davol perfix plug (device #2). An additional supplemental emdr was submitted to represent the ventrio hernia patch (device #1). Note, the manufacturing date (15-feb-2013) is considered to be a best estimate. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per information provided: on (B)(6) 2011 - patient was diagnosed with incisional hernia thereby underwent open repair with the implant of ventrio hernia patch (device #1). Per op notes, ¿a ventrio hernia patch (device #1) was tacked up to the anterior abdominal wall with staples.¿ on (B)(6) 2014 - patient was diagnosed with right femoral hernia with obstruction and ischemic bowel thereby underwent open repair with the implant of perfix plug (device #2). Per op notes, ¿a perfix plug & patch (device #2) was placed to the inguinal ligament using prolene sutures.¿ on (B)(6) 2017 - patient was diagnosed with right colon cancer and a large right groin incisional hernia thereby underwent removal of mesh (device #1 & #2). Per op notes, ¿adhesions to the previous mesh were dissected off the mesh. The mesh (device #1 & #2) was completely excised on both sides of the abdominal wall.¿ on (B)(6) 2017 - patient was diagnosed with incarcerated incisional hernia, recurrent right groin thereby underwent open repair with the implant of perfix plug (device #3). Per op notes, ¿an extra-large plug (device #3) was placed and sutured with prolene sutures.¿